Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had multiple low voltage alarms occurring almost daily. Two no external power alarms on (B)(6) 2022 were also observed. It was noted that the patient was known to sleep on batteries and disconnect both power cables at the same time. Log file review captured no external power events on (B)(6) 2022 caused by power to the mobile power unit (mpu) being briefly interrupted. Low voltage advisories while on battery power were also observed in the log. Additional information was received that the batteries and clips were intact and the patient's equipment was cleaned as recommended though it was unknown if the low voltage alarms resolved. It was communicated that the no external power alarms while tethered to the mpu appeared to have been caused by the power cord coming loose from the wall.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via analysis of the submitted log file. The log file contained approximately 15 days of data (25jul2022 ¿ 09aug2022 per the timestamp). A no external power, low voltage hazard and power cable disconnect alarms were captured on (B)(6) 2022 at 18:22:39 due to a loss of ac power while connected to the mobile power unit (mpu); the alarms resolved when ac power was restored to the mpu. The system controller backup battery supplied power to the system and pump function was not affected during the losses of external power. The pump maintained a speed above the low speed limit throughout the log file. Multiple requests for additional information were made to determine if the mpu (serial number: (B)(6)) was exchanged and would be returned for evaluation. The requests were also sent to determine if the ac power cord became disconnected from the back of the unit or from the wall outlet, and if there were environmental circumstances that resulted in an interruption of ac power at the patient¿s home when the alarms were active. However, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate ii patient handbook (rev. C) section 5, entitled ¿alarms and troubleshooting¿, and heartmate ii instructions for use (IFU) (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the no external power, low voltage advisory/hazard and power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii instructions for use (IFU) (rev. C) section 3, entitled ¿powering the system¿, explains the various ways to power the heartmate ii lvas, including how to properly use the mpu and the actions to take in the event of a power failure. This section also states that at least one system controller power cable must be connected to a power source (mpu, power module, or two heartmate 14 volt lithium-ion batteries) at all times. Heartmate ii patient handbook (rev. C) section 6, entitled "caring for the equipment", describes how to care for and clean all equipment, including the 14v battery clips and 14v batteries. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting/cleaning the contacts on the 14v battery clips and 14v batteries. The heartmate ii patient handbook (rev. C) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed that the mobile power unit, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The mobile power unit was shipped to the customer on 04nov2019. No further information was provided. The manufacturer is closing the file on this event.